Event description:
It was reported that two days after this subcutaneous implantable cardioverter defibrillator (s-ICD) implant the patient received seven inappropriate shocks in which therapy was not exhausted. Technical services (ts) reviewed the device data and found there is significant baseline wander and, in some instances, a flat line. Ts discussed possible causes. Additionally, it was noted that the device is programmed to primary with 1x gain and smart pass is programmed off. Ts recommended trying a different vector. Isometrics and pocket manipulation was performed however, they could not re-produce the oversensing. The device was programmed to secondary with 1x gain. At this time, the system remains in service. No adverse patient effects were reported.